Event description:
The user facility reported that the doctor was doing a leg intervention and was trying to get up and over with a long 5fr x 45cm sheath. The bifurcation was very steep, so he advanced a amplatz wire over and took dilator out. He put the cg416 in and tried to advance down the contralateral side. There was a lot of calcifications on the contra iliac side and when he pulled the glidecath back it broke off in the patient. He snared the piece and there were no complications. The patient was stable. There was no blood loss. Additional information was received on 05mar2025: testing was performed to verify the piece was removed entirely.